Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male with an indication for use of impella support due to acute myocardial infarction and cardiogenic shock presented in a pre-support clinical state consistent with scai shock stage d. A cp impella device was implanted via the left femoral artery on (B)(6) 2026 at 10:04 pm using percutaneous access. During support, the clinical team observed diminished distal femoral perfusion distal to the impella insertion site, though the limb was not fully ischemic. An attempt was made to upgrade support to an impella 5.5 via axillary access; however, the device could not be delivered due to insufficient vessel size, and the cp remained in place. Following this, impella flow decreased, and the patient was closely monitored for perfusion and blood flow concerns. The event involved decreased distal perfusion and reduced pump flow while on impella cp support, with unsuccessful escalation to a 5.5 device due to anatomical constraints. The patient remains on impella support. Ischemia is consistent with the clinical condition of a critically ill patients with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. Further evaluation will be completed upon receipt of device.

Manufacturer narrative:
H6 medical device problem code a150204 was inadvertently omitted on the initial manufacturer device report.